Event description:
The patient reported the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in his left eye (os) in 2008. The patient reported not seeing nearly as well with the left eye as with the right eye after the surgery, there is a noticeable difference. The icl remains implanted. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Results - a lens work order search was performed and no similar complaints were found within the work order. Based on the complaint history and the work order search, a specific root cause of the event could not be determined.